Event description:
Ventilator on critical care transport ambulance kept registering "high pressure" alarm. The ventilator was checked and found to have no problem. Upon further investigation, two of the three oxygen regulators in the critical care transport unit were found to have too much pressure. Tank #1 had an output on 85 psi static, tank #2 had an output 84 psi static. (Note: non-adjustable pre-set at 50 psi static, maximum 58 psi static). No patient injury occurred but medic had to ventilate patients using bag-valve mask during transport.